Event description:
It was reported that a homechoice machine keeps alarming with unknown alarms. It is unknown whether or not this event involved a patient, though no patient injury or medical intervention was reported to be in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) was returned and evaluated. The event history log review indicated several alarms, but as the reported alarm was unknown, the problem could not be confirmed though the logs. No abnormalities were identified during visual inspection. Functional testing of the device could not confirm the reported problem. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The reported problem was unable to be confirmed during sample analysis. Upon completion of the evaluation or upon receipt of additional information, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Although the reported condition was unknown, sample analysis identified a system error 1032 in the alarm logs which was duplicated during functional testing. The cause of the alarm was a hardware issue. The power harness was replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.